Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now 5 years after removal'), systemic lupus erythematosus ('lupus') and rheumatoid arthritis ('ra') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), malaise ("sick"), muscle spasms ("cramps"), food craving ("cravings") and mood swings ("mood swings"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, rheumatoid arthritis and malaise outcome was unknown and the muscle spasms, food craving and mood swings had not resolved. The reporter provided no causality assessment for rheumatoid arthritis and systemic lupus erythematosus with essure. The reporter considered food craving, malaise, medical device removal, mood swings and muscle spasms to be related to essure. The reporter commented: cross referenced with case number: (B)(4) concerning the injuries reported in this case, the following one reported via social media : sick quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events cramps, cravings and mood swings added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now 5 years after removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("ra"), malaise ("sick"), muscle spasms ("cramps"), food craving ("cravings") and mood swings ("mood swings"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, rheumatoid arthritis and malaise outcome was unknown and the muscle spasms, food craving and mood swings had not resolved. The reporter provided no causality assessment for rheumatoid arthritis and systemic lupus erythematosus with essure. The reporter considered food craving, malaise, medical device removal, mood swings and muscle spasms to be related to essure. The reporter commented: cross referenced with case number:(B)(4). Concerning the injuries reported in this case, the following one reported via social media : sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("now 5 years after removal"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("ra") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and malaise ("sick"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, rheumatoid arthritis and malaise outcome was unknown. The reporter provided no causality assessment for rheumatoid arthritis and systemic lupus erythematosus with essure. The reporter considered malaise and medical device removal to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Concerning the injuries reported in this case, the following one reported via social media: sick. Most recent follow-up information incorporated above includes: on 14-may-2019: new social media received- case became incident ,new event device removal, sick was added. New reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.